Event description:
On 05/10/06, complainant sent an e-mail. Telephoned complainant who indicated he had documented concerns relating to the new generation telemetry in medtronic's ICD's. The new generation telemetry operates at a higher radio frequency than their past devices. He provided an outline of those concerns in a letter dated 05/11/06. In the letter the complianant highlights concerns in the area of production testing, component screening, design verification testing, engineering verification testing, radio design, data used for rf transciever testing, modulation flatness sensitivity testing, and fcc mic rules issues. The new generation telemetry operates at a higher radio frequency than their past devices. Communications continued with the complainant including a meeting on 06/23/06. Summary memo of the meeting, along with a summary memo of all e-mail correspondence has been initiated.